Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and required maintenance. The customer tried to reboot and recover but was unsuccessful. The customer then unplugged and re plugged the power cable, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door 2 had failed and required maintenance. The field service engineer (fse) opened the tower latch and reconnected the solenoid wiring for the tower door, which resolved the hardware failure that had been present in the medstation. A hardware test using the test application was performed, and the unit successfully passed all functionality tests. The system functioned as intended after the field service engineer repaired the device.